Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
The customer reported that she was hospitalized for hypoglycemia, with blood glucose of 21 mg/dl. The customer stated that she had woken up with low blood glucose prior to the event, and she had proceeded to suspend the insulin pump and eat four mints. The customer also stated that she last changed her infusion set the day of the event. The customer then mentioned that she had exposed her insulin pump to an x-ray (B)(6) prior to the event. Programming was correct. Nothing further was reported.